Event description:
It was reported that during the implant attempt, the right ventricular lead was attempted multiple times; however, the lead demonstrated high unstable impedance measurements, no capture and no sensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).